Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented via merlin.net transmission with episodes of inappropriate auto mode switching episodes. Review of egms revealed lead noise on the ra lead. Patient later presented to clinic for follow-up and high, out of range, high lead impedance and high capture threshold was observed. Programming changes were made. Patient left the clinic in a stable condition and will continue to be monitored.